Event description:
The reporter stated the surgeon attempted to insert aq2010v silicone three piece lens but the lens become stuck in the cartridge. There was no pt contact. Another same type model lens was implanted.